Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure "fiberlife activated once". The laser was placed back into ready mode and it was noted that "the laser started end firing with no sign of aiming beam". The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient status: ¿no injury¿.

Manufacturer narrative:
Corrected lot# from 645a to 641a, corrected expiration date from 11/03/2018 to 10/06/2018, device codes added, corrected device manufacture date from 11/03/2016 to 10/06/2016, evaluation codes added, (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.